Manufacturer narrative:
It was reported that the event not device related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx des to treat a lesion in the right coronary artery with 100% chronic total occlusion. The device was inspected with no issues noted. The lesion was pre dilated. The device did pass through a previously deployed stent. Resistance was encountered and excessive force was used. It was reported that the stent deformation occurred in vivo during positioning. The procedure was completed using another resolute integrity device of the same size. The event was due to use of the device in difficult lesion morphology/anatomy or procedural related. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. Image review: an image shows a lesion in the proximal rca and a cto in the mid rca as reported by the account. A balloon is delivered distally to the lesion, pre dilation is performed. A device that appears to be a temporary pacing lead is visible in the center of the image. An image shows the rca following pre dilation. Further pre dilations are performed in the distal rca. A stent is a delivered to the mid rca. An image is of a stent delivered to the proximal rca. An image shows the treated rca, there were no images showing the deployment of a stent. There were no images showing the reported stent deformation. There were no images suggesting the use of excessive force. If information is provided in the future, a supplemental report will be issued.